Manufacturer narrative:
Cine images were submitted for review. The following observations and impression were made by an edwards physician proctor. Observations: cineangiography mild to moderate calcium observed in native leaflets. Coaxial angle noted with safari wire in good position. Bav performed, the balloon can be seen shifting aortic during deployment. Valve position appears too ventricular: 40:60. Post deployment aortogram performed. Valve does not appear fully expanded. Recommend post dilatation with 1+ cc of volume. Valve lands 50:50. No valve dysfunction noted. Valve-in-valve performed. Second implant well deployed. Post deployment aortogram performed. Tee: calcium in leaflets noted. Long axis echo in color, no cai noted. Further images observed. Turbulence observed on tee. Possible artifact due to gain too high. Cai observed, however cannot confirm if related to valve. Subsequent cd¿s not functional. One cd blank, no data provided. Impression: calcium observed in native leaflets. Valves deployed with good position and technique. The first valve does not appear completely expanded. Echo review suggests probable cai, artifact noted in some color images. Second valve deployed well, and appears functioning as designed.

Manufacturer narrative:
Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the exact cause of the non-functioning leaflet cannot be determined with certainty; however, low blood pressure post deployment may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): human factors.

Event description:
As reported through our canadian affiliate, after a successful implant of a 29mm sapien xt valve a large jet of moderate central regurgitation (ai) was noted. As reported, the valve was implanted in perfect position with no paravalvular leak; however, after the wire was removed a fairly large jet of at least moderate ai was noted in the long axis view equivalent and in the short axis view it was clearly transvalvular. An attempt to correct this with by manipulation with a multipurpose or pigtail catheter was not successful. The reintroduction of a wire seemed to correct the ai. However, as noted on tee one of the leaflets appeared not to move completely. The patient remained relatively hemodynamically stable but the diastolic pressure was about 40-45 mm hg in the aorta. A good aortogram confirmed the moderate ai. Given this patient already had moderate lv dysfunction and an enlarged ventricle, it was decided that the patient would not tolerate this degree of ai for long. A decision was made to implant a second 29 sapien xt to correct the ai. This was implanted in excellent position and although the valve worked very well and corrected the ai, the patient did not tolerate the third pacing run and a hypoperfusion arrest occurred requiring cardiopulmonary resuscitation (CPR). Although the patient's heart has recovered on pressors and IV ntg for blood pressure, the patient was slow to awake and was kept ventilated over night post-procedure. The coaxial alignment of the valve and delivery system, and the image intensifier angle was good.